Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an anterior lumbar inter-body fusion the surgeon had difficulty screwing three different screws into the plate. The fourth screw used was able to secure the plate. This resulted in a 20 minute delay in surgery; no adverse event was reported with the patient. This report is for 1 plate, part and lot number unknown. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.